Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg did not provide therapy for at least 24 hours after being fully charged and became inoperable. Surgery occurred to explant and replace the ipg to address the issue.